Event description:
It was reported to boston scientific corporation that approximately one year ago (exact date unknown) an ultraflex esophageal stent (the subject of manufacturer report # 3005099803-2010-03938) was implanted to treat a 3cm malignant stricture in the esophagus. Approximately one year after being implanted (exact date unknown), it was noted that the stent had become occluded with tissue ingrowth. On (B)(6) 2010, in an effort to treat the occlusion, the physician attempted to deploy an ultraflex esophageal covered stent (the subject of manufacturer report # 3005099803-2010-03944) within the occluded stent. The anatomy of the patient was noted to be moderately tortuous, but predilation was not performed. During the attempted deployment, the physician felt resistance while pulling on the deployment suture and the stent could only be deployed a few millimeters. There was no noted bowing of the delivery system. The physician removed the device without issue and noted that the suture had entangled around the stent. Two additional ultraflex covered stents and the same guidewire were used to successfully complete the procedure. The original stent remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient reported to be over 18 years of age.(B)(4) - non-surgical medical intervention required.(B)(4) stent blocked (due to tissue ingrowth).because the complaint device remains implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.